Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported to resolve the shocking and jolting the patient was told to turn it down, and they turned it down to 0.2. The patient stated they were going to the healthcare professional (hcp) in a week or so and they will possible reprogram it.

Event description:
A patient reported feeling a jolting or shocking down low in the pelvic floor. The patient stated the jolts then stops but somethings it happens right away again 2 or 3 times and seems like when she is moving to sit down. The patient noted she had a bad time on saturday night when getting into the car, but it stopped and she has not had it since. The patient is on program 1 at 1.4 v and stimulation is on. The patient thought the stimulation was on 1.3 v, so the stimulation was lowered to 1.3 v. The patient noted she had it at 2.4 v but could feel the vibration so lowered it to 1.3 v. There were no traumas or fall that could be related to the issue, no medical test or procedures related to the issue. The patient noted she was going to have vein injections next week. Additional information from the patient reported the shocking has not been resolved. To resolve the shocking and jolting the number was lowered on the device. The healthcare professional (hcp) stated if it does not quit lowering the number the patient should come into the office and she will reprogram it. The patient noted that she does not know of anything specifically that led to the shocking and jolting. The patient noted it usually occurred when they go to sit down, but not always. The patient is implanted for gastrointestinal/pelvic floor.

Event description:
Additional information indicated the cause of patient was being on program 1 at 1.4 v and thought they were at 1.3v. Patient stated when they met with hcp , they reprogrammed it and it was at 1.3v and patient had adjusted it to 1.2v

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.